Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of noise, resulting in the patient receiving inappropriate shocks. The lead also exhibited loss of capture, high pacing impedances and decreased sensing. The device was reprogrammed. The patient was in stable condition.

Manufacturer narrative:
This report is to retract report MFR# 2017865-2019-09199. While reviewing the records it was noted that the high voltage lead was not the cause of the reported malfunction, instead it was the pace/sense lead. The same issue was reported on the pace/sense lead in MFR# 2938836-2019-04816.